Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise, leading to high atrial rate tracking and inappropriate automatic mode switch. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.